Event description:
The service personnel (sp) inspected the 980 ventilator and found tidal volume was low due to non-medtronic breathing circuit (intersurgical patient circuit ) which is independent of the ventilator. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).